Event description:
It was reported that the physician was unable to locate the suture sleeve during the implant procedure for the right ventricular (rv) lead. While attempting to find the suture sleeve the rv lead became dislodged. The lead was explanted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).